Event description:
It was reported that prior to use, "staple jamming occurred at the 1st staple, failed to function." A new stapler was used in the procedure. No patient involvement.

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 staplers were taken from the current production from p/n 528135 visistat 35r 6/box lot# 73g2301075 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - info not provided" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use, "staple jamming occurred at the 1st staple, failed to function." A new stapler was used in the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual inspection revealed that the first 4 staples appeared misaligned. Upon functional inspection, the first 3 staples misfired before the stapler jammed completely. The sample was disassembled. Die casting were observed anomalies on the forming tool. No flash was discovered in the cover block. An investigation was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that prior to use, "staple jamming occurred at the 1st staple, failed to function." A new stapler was used in the procedure. No patient involvement.